Manufacturer narrative:
Date rec'd by MFR 30oct2019. Date of report 06nov2019. The manufacturer's field service engineer (fse) performed troubleshooting. The fse confirmed the reported issue. The fse replaced the touch screen to resolve the issue. After this repair, the fse confirmed that the device had returned to full functionality. There is a relationship of the device to the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 25 sept 2019. It was confirmed that there was no patient involvement. A part was ordered to address the reported issue. A replacement touch screen was ordered to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported a touch screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.